Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 410 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer stated that they had issues with their sensor glucose going into the suspend mode at 50 but their blood glucose levels was 410 mg/dl. The customer was treated with insulin pump. Customer will not return device for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.